Event description:
It was reported to covidien on 03/22/2010 that a customer had an issue with a feeding pump. The customer stated, the power plug exploded in the wall, melting a hole in power plug and blackening the wall. There were no injuries; the pt had was moved to a new room due to the smoke. Per the charge nurse, there was no fire.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.